Event description:
The customer reported that during start up, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message with continuous alarm. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the console for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.